Event description:
Caller reported aviva system blood glucose results of 117 mg/dl and 45 mg/dl within 1 minute. The customer felt symptoms of hypoglycemia, successfully self-treated. Customer reported she felt better about five minutes later. Retest result 15 minutes later was 69 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the meter and strips, replacement sent.